Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product anomaly. Other than the procedure, no additional adverse patient effects were reported. This rv lead was successfully replaced.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product anomaly. Other than the procedure, no additional adverse patient effects were reported. This rv lead was successfully replaced. Additional information indicated that this rv lead was surgically abandoned due to noise oversensing. Other than the procedure, no additional adverse patient effects were reported.